Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The dentist reported that 3 years and 1 month after dental implant was installed in intraoral region 11#, its loss of osseointegration was observed. 15ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), fenestration occurred during surgery and bone graft was executed.